Event description:
Information received from the field does not address the patient's clinical status but notes premature eol/rrt.~

Manufacturer narrative:
H6-final analysis-an inappropriate rate decrease and measured data anomaly in the bipolar configuration with slight pressure was confirmed. No visual anomalies were noted and the device functioned normally after removing from the can.